Event description:
It was reported that the patient experienced a loss of therapeutic effect. Stimulation was increased to 5.5v, but therapeutic effect was not restored. X-rays were taken and a "thinning" of the lead was seen near where the lead entered the skull. A revision surgery was performed and the lead was found to be broken, so the lead was replaced. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3389-40, lot# unknown, product type lead. (B)(4).